Event description:
The hcp removed and replaced the pump and returned it to the manufacturer for anyalysis. No reason for the explant was given. A follow up report will be sent when additional information is received.